Event description:
During interoperative testing of the trial lead no stimulation could be obtained. Impedances were all above 10,000 ohms. The patient outcome was reported to be 'no injury, recovered without sequela."

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.